Manufacturer narrative:
(B)(4). Although the product was said to be available for return, no product was provided to assist in this investigation. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product to insure correct inside diameter and outside diameter of tubing, insure material is free from surface defects, bumps, bulges and protruding coils (B)(4). In quality control, flexor check-flo ii introducer, final inspection, instructs to confirm surface of sheath is free of excessive dents, bumps or scratches. In addition, the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Based on the customer's statement, it appears the failure mode described was due to patient anatomy. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior to similar complaints and risk analysis resulted in the issuance of CAPA for this failure mode. The investigation of CAPA led to a revised IFU issued via change request on 04/16/2010, which is prior to the post sterilization services date for this device; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action per quality system procedures.

Event description:
During removal of the flexor raabe guiding sheath from a female patient with highly calcified access and bifurcation, the sheath fractured. An attempt was made to remove the sheath with the wire in it, but it became stuck. An attempt was then made to insert the dilator to stiffen it up, but that too was unsuccessful. At that point, the patient was taken to the operating room for sheath removal and is reported to be doing okay at this time.